Event description:
It was reported that patient underwent total hip arthroplasty about 12 months ago. Post-op, the patient experienced pain and inability to raise her leg. Her surgeon has recently recommended a revision of the cup, which procedure is not scheduled yet.

Manufacturer narrative:
Information was forwarded from the owner establishment, which markets the devices in the u.s.